Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013 and (B)(4) 2013, respectively.

Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The customer reported that the washer from the ez breathe atomizer fell on his tongue while using the product with asthmanefrin inhalation solution. He reported that he recovered the washer with out any medical intervention.